Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose of 292 mg/dl. During troubleshooting with tandem's technical support, the time was off by one hour. The customer updated the time to address the event.